Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a buretrol solution set that was filled then "got broken." The condition was reported to have occurred before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.